Event description:
A medtronic representative reported that, while in a spine procedure, the site's vertex 2.4mm drill bit broke off into the patient when being used. The surgeon removed the piece of drill bit from the patient with no issue. It was noted that the patient's bone was harder than average. The surgeon continued the procedure using a different drill bit and the screw was placed accurately. Delay in the procedure was approximately 20 - 30 minutes. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
This part was disposable and will not be returned to manufacturer for analysis. No evaluation can be performed.